Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of returned meter, the result was 1.5 a. The criteria is <55 a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and returned strips (strip lot number: d160811-1). The control solution tests for level low were 59/56 mg/dl, for level high were 253/261 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass . We tested the suspected meter with retain strips (same batch as patient's strips, lot number: d160811-1). The control solution tests for level low were 69/64 mg/dl; for level high were 264/268 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
Devices were returned from prodigy diabetes care on 06/29/2017 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 06/07/2016. The strip lot # d160811-1 was manufactured on 08/11/2016 and expired in 08/2018. Ok biotech received no complaints from same manufacturing batch of strips . We tested the retain strips(same batch as patient's strips) from warehouse. The control solution tests for level low were 67/67 mg/dl; for level high were 264/261 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought in (B)(6) 2017 after the end user was receiving inconsistent high and low readings from her prodigy diabetes meter. The end user was clammy and her blood glucose reading at the time of the medical event was 40 mg/dl. The paramedics were called and the end user was taken to the ER. After a few hours, the end user was discharged and was instructed to monitor her blood glucose and follow-up with her pcp. The end user was not able to recall any further details in regards to services rendered from the paramedics or while she was at the ER.